Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tech was injecting a drug into the cassette and noticed that it was leaking. It was coming from the bottom side. There was no patient involvement, no patient harm. Associated extension set documented on (B)(6).

Manufacturer narrative:
D9: device received on 10/28/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. There were no signs of leakage. There was no known cause of the reported issue, and no further action will be taken.